Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer's weight is unknown.

Event description:
The customer called to seek help with her contour next meter. During the call, the customer asked for assistance finding a specific reading obtained on (B)(6) 2018. It was found that the blood glucose readings between oct-2018 and jan-2019 were not stored in the memory of the meter. Upon the customer service agent's request, the customer ran a blood test during the call and obtained a reading of 104 mg/dl, which was properly stored in the meter's memory. There is no allegation of adverse event. The customer was advised to return the meter for evaluation. A replacement meter was set to the customer.